Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where in the gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then re-tighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Could you please provide more clarification regarding ¿the stapler only partially fired¿? Was the partial file in a certain area? Were there any malformed staples noted? If so, please describe their shape. What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoid procedure, the stapler only partially fired. The doctor needed to open the patient and add approximately one hour to the case.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. Who fired the device and what is his/her experience? Fellow, experienced. Where in the gap setting scale was the indicator located prior to firing? In the middle. Did the surgeon wait 15 seconds and then re-tighten prior to firing? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was the washer inspected? If so, please describe. Unknown. Did the healthcare professional receive audible and tactile feedback when firing the device? Unknown. Could you please provide more clarification regarding ¿the stapler only partially fired¿? Was the partial file in a certain area? Unknown. Were there any malformed staples noted? If so, please describe their shape. Unknown.